Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage with no leak was verified by visual inspection. The silicone tubing segment that was examined showed that the tubing was flat in the middle of the silicone segment. Retesting the sample was not possible because the tubing could no longer be opened to allow fluid flow. A device history record review for model 2420-0007, lot number 20116146 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the description of the event and the investigation of the sample, the root cause of this failure is that vacuum was created when the infusion set was connected with the bottle. If the drip chamber vent is not open, when connecting the infusion set to a bottle, a vacuum can be created causing the for the silicone tubing to collapse. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv tubing collapsed and caused the patient's blood pressure to "bottom out" due to not receiving "levophed gtt". New tubing had to primed to resume the levophed flow. The event of defective tubing/flow issues occurred 2 separate times during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: just wanted to bring to you in on an issue that we have had in the ICU. We don't know for sure if it¿s this particular medication in a bottle causing this problem, or the IV tubing itself, but, in a nut shell, the IV tubing is collapsing on itself, causing the patient¿s blood pressure to bottom out, due to essentially the patient not receiving the drug. This is causing temporary harm to the patient, until the nurse is able to switch out the bottle with new IV tubing. The patient was on a levophed gtt and the pump started alarming and flashing red during hd. (I don't remember what the error code said). When I checked the pump, I immediately noticed the IV tubing section within the IV pump was completely flat/compressed and the low blood pressure made me think the patient wasn't getting any of the levophed. New tubing was primed and the gtt was resumed with no errors noted from the pump for the rest of the shift.